Event description:
Additional information was received that during a routine follow up the pacing impedance remained greater than 2,000 ohms. A threshold test v decrement of the amplitude from 1.5 v gives no capture v. The test is performed again but from 7.5v and capture is perfect until 0.9 v, which is consistent with the previous control (1v). The device was then reprogrammed. The measurements are repeated and stable. No noise is visible on the egm amplified. Detection is perfect in all cases (> 25 mv).it was decided to increase the pacing amplitude of post-shock and not to intervene. The patient is not stimulated and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's home monitoring system displayed an alert that this right ventricular (rv) defibrillation lead exhibited a high pacing impedance measurement. The patient visited the physician for a consultation regarding this measurement. All other lead measurements were normal, and a follow-up appointment was planned for a later date. Following this, a normal rv pacing impedance measurement was received. The patient has good intrinsic rhythm and is not dependent on pacing. No adverse patient effects were reported.

Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) and rv lead continued to exhibit high, out-of-range pacing impedance measurements. Likewise, the ventricular threshold increased to 3.5 volts and noise was displayed. A surgical procedure was performed on this patient to carefully reconnect the lead to the tachy device. Everything went fine and records indicated that the system still remains in service. No additional adverse patient effects were reported.